Event description:
During an open cholecystectomy and aneurysmectomy, physician used clip applier to clip lumbar veins. 4 (four) different individual clip devices were used, each with the same result. The clips scissored, cutting a couple of veins, resulting in bleeding.